Event description:
Per the audiologist, the pt's parent reported that the pt had worn the sound processor all day. When the parent tried to remove the battery it was stuck in the controller (part of the external sound processor). The parent was able to force the battery out and reportedly found that the battery was "melted" with "white residue on the case". A new battery and controller was sent to the parent and the product involved in this incident was returned to the manufacture. Additional info was requested, but not provided. There is an ongoing investigation at cochlear ltd. Of rechargeable battery faults.

Manufacturer narrative:
The battery was evaluated. The analysis report suggested that welding contamination and missing polypropylene insulation tape caused a short-circuit. There is an ongoing investigation at cochlear limited into battery faults. This is a final report. This type of event is addressed in the device labeling.